Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 40 mg/dl. The insulin pump was going off in the middle of the night after 12 midnight. The customer treated her blood glucose level with food or glucose tablets. The device was not returned.